Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that patient has had falls in (B)(6) 2018 and (B)(6) 2018 but not related to the issue. Patient first reported warning power on reset (por) then stated that the patient programmer shows to charge the ins and the insr then showed informationalpor/ troubleshooting was performed on the call and patient was able to clear the informational por and is currently charging the ins with 8 coupling boxes. Patient has had a gradual return of pain. Patient stated that she has nerve pain that she has not been able to control because she had not charge the ins. This is some new pain and some pain from the reason for the implant. No further complications were reported/anticipated.